Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with minor scratches on the lcd window, a missing end cap sticker, cracked case at display window corners and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the buttons on the insulin pump were not working and a button error alarm was received. Customer's blood glucose was not known. It was stated there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.